Manufacturer narrative:
Date sent to FDA: 6/17/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional evaluation codes patient codes: 3191-mesh migration,3189-surgical intervention. Additional information: age, other relevant history, brand name, common device name, device identification, date received by MFR. Additional description of event or problem narrative: it was reported that the patient underwent mesh revision on (B)(6) 2012 due to recurrent incisional hernia, adhesions, pain and mesh migration.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on 2/16/2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.